Event description:
The patient reported experiencing blood glucose levels of 45-300 mg/dl. She stated that there was a crack in the cartridge compartment of the infusion device and the rubber casing is worn. She changes the infusion site every 3 days and the infusion tubing and insulin cartridge every 10 days. She was referred to the instructions for use. The patient's target blood glucose level is 100-120 mg/dl. She is currently taking antibiotics due to an infection. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.